Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid was unable to flow through the one-link valve of a catheter extension set with one-link needle-free IV connector. This occurred while a non-baxter syringe was attached to the luer. The syringe was then disconnected and reconnected, but this did not resolve the no flow. The report indicated that this occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.